Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was undersensing. The patient had an episode of ventricular tachycardia that received therapy. The patient's r-waves were noted to have diminished about a month before. Reprogramming was performed to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event.